Event description:
The customer contact reported an operator error in programming resulting in the patient receiving more medication than intended. On an unspecified date and time, the device was programmed to deliver dilaudid 1mg/ml, in the continuous only mode, with a 0.8mg/hr continuous rate. No further programming parameters were provided. The customer contact stated that the device programming was confirmed by two nurses to be correct. In 2009 at 1533, the patient expired. The customer contact reported that the patient was a dnr (do not resuscitate) status and his death was "imminent and expected." No autopsy was performed. It was reported that at an unspecified time following the patient's death, the nurse noted that 19ml was remaining in the vial instead of the expected 28ml. The customer contact stated that it appears that the concentration "programming was incorrect"; however, no specific details could be provided. The customer contacted indicated that there was not a "problem with the device." Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number, therefore, it will not be returned for investigation.